Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported system error 105 which was reproduced and confirmed during evaluation. Non-original motor gears were found installed in the pump, and the motor flex was torn and peeled off from its original installation and the base of the motor was damaged. Also the motor, by the base of the flex had been tampered with. The assignable cause was customer tampering. The motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.